Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular pacing lead impedance doubled and was higher than the normal range. High capture thresholds were also observed. Imaging revealed no obvious anomalies. Programming changes to different vectors were made adequate impedance values and capture thresholds were obtained. The patient was to be monitored in clinic regularly. There was stable with no reported symptoms.